Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 204 mg/dl.